Event description:
The physician completely applied a fallopian tube clip to one of the pt's tubes, but the applicator would not release the clip as it should. Some manipulation was needed to get the clip to slide out of the applicator. No pt complications were reported.